Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presenting via a remote merlin.net transmission. It was noted that the impedance has been steadily increasing. Further review of the transmission revealed intermittent ventricular non-capture. The lead was capped and replaced with no complications.